Event description:
Additional information received from rep indicating that it was not determined that the x ray was the cause of extreme dystopia symptoms. Symptoms have since resolved and implant is working as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative stated the patient woke up with extreme dystonia symptoms after having an x-ray over the implantable pulse generator (ipg) the previous day, with therapy not turned off prior to the x-ray. The caller inquired whether the x-ray could have caused the return of symptoms. The patient confirmed that therapy was on and at regular settings when the symptoms occurred. The patient turned therapy off briefly, took their medication, then turned therapy back on and returned to normal. Patient services reviewed the x-ray compatibility guidelines and suggested that the patient continue to monitor their symptoms.